Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported the patient¿s ipg was relocated on (B)(6) 2021 from the upper buttocks to the abdomen due to a painful radiculopathy that advanced from buttocks and down the leg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.